Event description:
It was reported via repair work order that the scale was inaccurate due to load cell failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported via repair work order that the footend lift was drifting down due to a malfunction with the hi/lo motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.